Event description:
It was reported that balloon rupture occurred. It was a chronic totally occluded lesion. A 2.50mm x 12mm nc emerge balloon catheter was used for dilation. However, on initial inflation, the balloon ruptured. The device was removed without problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.